Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, a redapt reamer quick connect is broken. The context in which this observation was made is unspecified. Therefore, patient involvement is yet to be confirmed.

Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. B5: describe event or problem

Event description:
It was reported that the redapt reamer quick connect is worn. The context in which this observation was made is unspecified. Therefore, patient involvement is yet to be confirmed.